Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male with cardiomyopathy had an impella cp device implanted and placed on veno-arterial extracorporeal membrane oxygenation for mechanical circulatory support. The next day, the catheter migrated into the aorta and impella pump was replaced. It was noted the catheterization lab personnel broke the t-lock, and thereafter was unable to secure the catheter to sheath. There was no report of patient harm.

Event description:
Additional information was provided that states that due to being unable to secure the catheter to sheath, the catheter migrated into the aorta. A decision was made to replace the catheter.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue was use related due to improper technique as the t-lock broken by the cath lab personnel. Added-b5 additional narrative, h6 med dev prob code 1069 added- d6a/d6b.